Event description:
Additional information received noted that there was reoccurrence of myopotential oversensing causing pacing inhibition. No interventions were performed. The patient's condition was unknown.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not provided.

Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited myopotential oversensing. Programming changes were discussed but not performed. The patient had no adverse consequences.